Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm and also they were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On 01/27/2022 the customer alleged charge/battery lasts less than expected, pump error 23 alarm, and pump error 68 alarm. Device passed active current measurement and displacement test, however failed the self test due to a pump error 75 alarm and failed the sleep current measurement due to high impedance. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history, these alarms were found: pump error 23 alarm on (B)(6) 2009 at 00:01:04, 00:04:22, 00:06:05, 00:07:45, 00:08:31, 00:10:51, 00:11:30, 00:12:14, 01:20:03, 01:30:00, 02:51:36, 02:52:21, pump error 68 alarm on (B)(6) 2009 at 00:00:31, 00:02:20, 00:04:42,00:07:21, 00:08:07, 00:08:46, 00:10:28, 00:11:06, 00:11:44, 02:51:05, 02:51:53, failed battery test alarm on (B)(6) 2009 at 00:06:57, 00:07:11, replace battery alarm on (B)(6) 2009 at 00:38:00, 00:48:00, replace battery now alarm on (B)(6) /2009 at 01:09:00, 01:19:00, power loss alarm on (B)(6) 2009 at 02:51:02, insert battery alarm on (B)(6) 2009 at 00:00:22. No unexpected pump error 23, pump error 68, failed battery test, replace battery, replace battery now, power loss, nor insert battery alarms during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and sleep current measurement test failure noted. Customer alleged for charge/battery lasts less than expected was not confirmed due to high impedance. Customer alleged for pump error 23 alarm was confirmed. Customer alleged for pump error 68 alarm was confirmed. Pump error 75 alarm was confirmed. High impedance was isolated to the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.